Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are:rupture: observed broken in posterior side assessed as a surgical impact opening. (Shell thickness within specification). Pain: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: non penetrating nicks observed on the device. Missing piece of orientation dot assessed as inconclusive.

Event description:
Patient reported capsular contracture, baker grade unknown, and pain and later confirmed rupture diagnosed by ultrasound. This record relates to the left side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture, and pain.

Event description:
Patient reported capsular contracture, baker grade unknown, and pain and later confirmed rupture diagnosed by ultrasound. The device remains implanted. This record relates to the left side.

Event description:
Device has been explanted.

Event description:
Patient reported capsular contracture, baker grade unknown, and pain and later confirmed rupture diagnosed by ultrasound. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3.